Manufacturer narrative:
Device was received with critical pump error and heating device due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify error 42 alarm and button keypad anomaly due to critical pump error (open book). Device received with cracked keypad overlay and missing serial number label. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm twice. Customer also reported that they were not able to clear alarm. They also reported time clock was visible on screen. They also reported that they received stuck button alarm. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.